Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device migrated resulting in loss of lead slack. Surgical intervention was performed to resolve. It was confirmed that the leads did not dislodge as a result of the device migration. No additional adverse patient effects were reported. The device remains in service.